Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2018. A product experience report receive on 08/13/2018 stated that this lead had a conductor fracture that was verified in fluoroscopy. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).